Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. This complaint is being reported because there is an allegation against the delivery function of the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/19/2017 with the following findings: during investigation, the black box showed unexplained pump reboots. There were three unexplained pump reboots. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The total daily dose added up correctly and reflected the users programmed basal rates. There were no errors, alarms or warnings during testing. The original complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was found to be cracked. The audio bolus button cover was found to be torn but still operable the keypad was intact and the down key was intermittently responsive to user presses. The keypad cover was removed and the ok key contact was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.